Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), uterine injury ('lacerations of the uterus') and genital injury ('lacerations of the fallopian tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), groin pain ("inguinal pain"), back pain ("lumbar pain"), menometrorrhagia ("heavy periods/ irregular periods"), genital haemorrhage ("bleeding"), amenorrhoea ("non existent periods"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain in the knee, arms, hands and feet"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), tooth loss ("dental problems (loss of teeth)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), loss of libido ("loss of libido"), tachycardia ("tachycardia"), depression ("depression"), cystitis ("cystitis"), dermatitis ("dermatitis"), blindness ("loss of vision"), ear disorder ("ear disorders"), weight fluctuation ("anomalous weight changes (both weight gain and weight loss)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesia"), paraesthesia ("tingling of extremities"), peripheral swelling ("swelling of the hands "), joint swelling ("swelling of the ankles") and hyperhidrosis ("anomalous sweating") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, uterine injury, genital injury, groin pain, back pain, menometrorrhagia, genital haemorrhage, amenorrhoea, vaginal discharge, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, loss of libido, tachycardia, depression, cystitis, dermatitis, blindness, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, blindness, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, loss of libido, menometrorrhagia, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, vomiting and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), uterine injury ('lacerations of the uterus') and genital injury ('lacerations of the fallopian tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), groin pain ("inguinal pain"), back pain ("lumbar pain"), menometrorrhagia ("heavy periods/ irregular periods"), genital haemorrhage ("bleeding"), amenorrhoea ("non existent periods"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain in the knee, arms, hands and feet"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), tooth loss ("dental problems (loss of teeth)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), loss of libido ("loss of libido"), tachycardia ("tachycardia"), depression ("depression"), cystitis ("cystitis"), dermatitis ("dermatitis"), blindness ("loss of vision"), ear disorder ("ear disorders"), weight fluctuation ("anomalous weight changes (both weight gain and weight loss)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesia"), paraesthesia ("tingling of extremities"), peripheral swelling ("swelling of the hands "), joint swelling ("swelling of the ankles") and hyperhidrosis ("anomalous sweating") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, uterine injury, genital injury, groin pain, back pain, menometrorrhagia, genital haemorrhage, amenorrhoea, vaginal discharge, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, loss of libido, tachycardia, depression, cystitis, dermatitis, blindness, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, blindness, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, loss of libido, menometrorrhagia, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, vomiting and weight fluctuation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.